Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds 81024u115) was advanced to the mitral valve and the clip was deployed, reducing mr to 1-2. A second cds (81117u104) was advanced; however, as the cds crossed the valve, there was interaction with the tissue bridge and the first implanted clip. The first clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The second clip was deployed just lateral to the slda clip for stabilization. It was noted that the delivery catheter (dc) handle translation felt sticky with the second cds. A third clip (81105u141) was deployed to further reduce the mr. Three clips implanted, reducing mr to 2+. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported single leaflet device attachment (slda) and device damaged by another device was related to patient morphology/pathology. There is no indication of a product quality issue with respect to manufacture, design or labeling.